Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: the patient was preoperatively diagnosed with back pain and underwent following procedures: retroperitoneal exposure of l4-l5 and l5-s1 disc spaces. Insertion of cage at above levels. The patient was preoperatively diagnosed with degenerative disc disease l4-l5 and l5-s1 and underwent following procedures: anterior lumbar interbody fusion l4-l5, l5-s1 with cage, bmp implant and allograft. Lumbar fusion, intertransverse and intralaminar, l4-l5 ,l5-s1 with pedicle screw instrumentation. Open insertion of epidural catheter at the l3-l4 inters pace. As per op-notes ".. Both intervals were packed with infused graft wrapped around the allograft bone with more allograft placed over the anterior sponges." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.